Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range rv pace impedance measurement of 2,215 ohms. The patient was pacer dependent and the most recent right ventricular auto threshold (rvat) test recorded a threshold measurement of 1.1v, and this threshold measurement was suspected to apply to unipolar configuration as the rvat test occurred approximately an hour after the lss. Thus, there appeared to be good capture in unipolar. However, post-lss muscle noise with oversensing was observed with pacing inhibition and asystole greater than 2 seconds. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommended that the patient come into the clinic. This rv lead remains in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).